Event description:
It was attempted to treat a severely calcified lesion exhibiting 90% stenosis in the distal lad with a endeavor resolute drug eluting stent. The device was inspected prior to use with no issues noted. The lesion was first pre-dilated at 8atm for 8 seconds, but the endeavor resolute device could not cross the lesion. No resistance was noted when advancing the device to / across the lesion. It was reported that following removal of the device it was observed that the stent was deformed. No difficulty was experienced during removal of the device. No clinical patient sequelae were reported. Evaluation summary: the distal tip was flared. A number of struts on the 8th, 9th and 12th proximal segments were partially raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: stent deformation. 90% stenosis with severe calcification. Conclusion: stent deformation. 90% stenosis with severe calcification. (B)(4).